Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-8655-06 chondral pick broke, and a ar-8655-05 chondral pick was found to be bent. This occurred on (B)(6) 2022 during an unknown case when the ar-8655-06 broke and the ar-8655-05 was found to be bent. There was no patient effect reported. No additional information was provided. Additional information requested.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the distal tip of the device had broken off. The fragment was not returned for analysis. It was observed that the shaft of the pick was bent, indicating that the device had been subjected to prying/leveraging forces. As such, this event is consistent with user-applied mechanical forces to the device during use.